Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported via a legal claim, that the impedance measurements of this product were suggestive of a lead fracture. The physician stated in their report that in absence of this impacting the patient's prognosis, no medical nor surgical intervention would be performed.